Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a morphology change along with oversensing, resulting in an inappropriate shock to this patient. A day prior, the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled due to a similar rhythm due to low r wave amplitudes. Technical services (ts) discussed primary vector appeared to have been programmed since implant. Ts recommended assessment of all vectors. This electrode remains in service. No adverse patient effects were reported.